Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while the user was handling the device, the device leaked which led to water invasion of scope connector, then abnormality of electronic parts. As a result, error message e315 temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the evis lucera elite colonovideoscope had error code 315 during maintenance. The issue was discovered when checking equipment in cupboards. There was no report of patient harm or user injury associated with this event. (B)(6) 2023

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿error code 315" was confirmed. The following findings were noted during device evaluation: light cover glasses chipped, and fluid evident, light transmission fluid evident, distal end adhesive worn, scope connector water leakage and intermittent image condition interference evident, up angle and up/down angle play does not meet specifications, electrical safety test not to specification, and automated air leak test failed, leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.